Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination noted that there was blood inside of the tubing. The root cause of this condition was not determined. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor had blood backflow observed in the tubing during patient use. A three way stopcock was connected to the device's luer. The device was filled with a solution of prednisolone, heparin sodium, saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.